Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. The customer checked the product again after the removal of it from the patient, but no leakage was detected. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. The cuff and balloon pilot of the sample received was inflated according the recommendations on IFU as10011690-002 with air using a syringe in order to evaluate the cuff; then the product was immersed in the water in order to detect any leakage. The cuff and pilot balloon of the sample could be inflated without losing air, thus the failure mode reported is not confirmed. No lot number provided for DHR.